Event description:
Left ventricular assist device inserted. The central controller unit and alarms of this device failed. The controller unit was replaced. There were no adverse outcomes experienced by the pt.

Event description:
Add'l info rec'd from MFR 12/10/01: the pt was in the hospital connected to the ve lvas system monitor when the nurse kept noticing an intermittent flash of "controller malfunction" on the system monitor screen, but no visual or audio alarm from the controller. The controller was self tested at the hospital and passed. As a result, the nurse changed the controller with a new controller resolving the issue. The device was tested on a mock loop setup used to simulate clinical conditions the device is used in and final functional testing of the device was also performed. The reported intermittent flash of "controller malfunction" on the system monitor screen, but no visual or audio alarm from the controller was confirmed. The ve lvad continued to perform as intended and was not affected by the intermittent flash of "controller malfunction". The intermittent flash of "controller malfunction" was determined to be a transient issue that did not effect lvad performance and cleared itself prior to triggering an alarm threshold that would result in an audio and visual alarm from the controller. The intermittent flash condition has been traced to the printed circuit board and associated components. These are being investigated further through the MFR's corrective and preventative action system. No other info was used beyond the info in responses. Based on the info available, this event was determined by the MFR to be attributable to the device, however, not to be reportable as a medical device report. The device was returned to the MFR, analyzed and remains in the possession of the MFR.